Event description:
A consulting physician reported a pt who was originally skin tested approx july of 1998 by an unknown physician with negative results. The pt stated that approx august of 1998, a second skin test was administered with "questionable" results, but specific details of the results were not known. On or about 19 august 1998, the pt was treated in the upper and lower lip vermilion. On approx 25 august 1998, the pt's lip began to swell and became very painful. On 28 august 1998, the pt presented to the consulting physician for treatment of severely swollen and painful lips. The pt has been self medicating with benadryl and advil. The consulting physician prescribed oral atarax 25 mg and a tapering dose of oral prednisone for 9 days. The physician diagnosed a possible hypersenitivity to collagen. No other medical or surgical intervention was planned or prescribed.